Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 210561, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 300cc mentor memorygel breast implant and experienced right sided rupture confirmed by tomography post procedure. On 3/4/2018 mentor received additional information that the patient had bilateral implant site calcifications as well. An additional impacted product was created for the left prosthesis under 1645337-2019-09512 using (B)(4) 2019 as the awareness date to capture this event. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.